Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. Visual inspection revealed jp4 of power flex is damaged. Pin 2 of jp4 is burned. Visual inspection also revealed pigtail adapter pins 1, 2, 3, 4, and 5 of lemo connector are bent. The service technician replaced power flex and scrapped power ac adapter.

Event description:
The customer reported model palm top revel pigtail was possibly torqued and resulted in arcing on connector to ventilator. The unit still powers up and charges but visible damage is noticeable on ventilator and pigtail lemo pins are bent. At this time, it is unknown if there was any patient involvement associated with the reported issue.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.